Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 37 alarm noted during testing. Insulin pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer noticed absence of audible sensor alarms when low battery. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed displacement test and insulin pump passed it. Customer stated that they performed self test. Insulin pump failed self test. No harm requiring medical intervention was reported. The device was returned for analysis.